Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged lung disease. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged lung disease. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Due date has been updated. In box g: date received by mfg has been updated. In box h6: evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged lung disease. Medical intervention was not specified. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed the air outlet port had dust-like contamination in it. Very light white dust-like contamination at the air inlet. Very light dust-like contamination on the lcd display of the pca (printed circuit assembly). Very light dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Very light dust-like contamination on top of the blower motor. Very light dust-like contamination in the bottom of the blower box. Air inlet seal had very light dust-like contamination on it. The sound abatement foam was intact. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings and there was no error code found. Pil observed the following from an internal and external inspection of humidifier, pil observed flip lid seal had unknown light dust-like contamination on it. Light white dust-like contamination, throughout humidifier enclosure. Light white dust-like contamination on and under the heater plate. Light white dust-like contamination on the dry box seal. White and brown dust-like contamination in the iso port (international organization of standardization). Light white dust-like contamination inside the water tank. The contamination found in the humidifier enclosure are considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was most likely external to the device. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In box g: device evaluated by mfg? Has been updated. In box d; device avail. For eval? And date returned has been updated.